Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate electric shock due to oversensing. Troubleshooting options were discussed and recommended. The plan is bring the patient into the clinic. Currently, this product remains in service and no additional adverse patient effects were reported.